Manufacturer narrative:
(B)(4). Date sent: 10/5/2023. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the active titanium blade break off? Did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? What efforts were made to locate the pieces of the tissue pad during the procedure? Was this procedure converted to an open procedure? Are there any plans to locate the pieces? Was there any change in the patient care as a result of this event? What is the current patient status? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gynecological procedure the surgery lasted 3 hours, the teflon clamp came loose. Surgeon said he is not sure if the teflon remained in the cavity. There were no patient consequences.